Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter attempted to be placed into right radial artery. Wire and catheter checked. Flash obtained but unable to thread catheter. User attempted to transfix. Blood flow was slow and dark, determined to be venous so pulled out. It was noted there was a piece of catheter, about 1/4", broken off. Ultrasound showed foreign body in soft tissue of r wrist about 2-4 mm deep. Vascular surgeons consulted and no additional interventions required."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a separated catheter was able to be confirmed by the photo. The photo showed one portion of a severed catheter body with large amounts of biological material within the extrusion. The separated portion of the catheter was not pictured. Based on the photos, the customer report of a separated catheter can be confirmed, however visual inspection to evaluate the cause of the damage could not be performed without the sample returned. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "catheter attempted to be placed into right radial artery. Wire and catheter checked. Flash obtained but unable to thread catheter. User attempted to transfix. Blood flow was slow and dark, determined to be venous so pulled out. It was noted there was a piece of catheter, about 1/4", broken off. Ultrasound showed foreign body in soft tissue of r wrist about 2-4 mm deep. Vascular surgeons consulted and no additional interventions required."